Event description:
It was reported that prior to device change out, egms showed many episodes. Noise was noted on both atrial and ventricular channels, consistent of insulation damage. Noise was reproducible. Upon explant, a cut under the connector on both leads were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.